Event description:
It was reported that transeptal puncture (tsp) for a watchman procedure was performed with an nrg transeptal needle. During tsp both the bicaval and the sax views were well visualized. Multiple attempts to reposition the transeptal sheath were made and rewiring was done each time. An posterior pericardial effusion was noted on tee after going transeptal, the physician commented that the transeptal sheath may have scrapped the right atrium (ra) while attempting to land on the septum. The effusion status was monitored and did not change during progression of the watchman procedure. The patient's blood pressure (pb) remained stable with minimal support. The watchman procedure was completed without issue. The patient was taken to post-anesthesia care unit and began c/o chest pain accompanied by a drop in her bp. A thoracentesis was performed and 330ml of fluid was drained. The patient stabilized, the drain was left in place and pt was admitted for observation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.